Event description:
The lay user/patient contacted lifescan (lfs) alleging the one touch ultrasmart meter was giving inaccurately high readings. In 2006, the patient obtained a blood glucose result of 85 mg/dl on the reported meter using a forearm capillary sample, and a laboratory result of 39 mg/dl within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. At that time the patient ws experiencing symptoms of shaking,nausea and lightheadedness. The patient obtained a blood glucose reading of 54 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of shaking, sweating and feeling clammy. The patient treated herself with peanut butter, candy, orange juice and soda. The patient contacted emergency services and within a few minutes the paramedics arrived and obtained a blood glucose reading for the patient of 40 mg/dl. The patient tested herself at the same time using the reported meter, and obtained a result of 70 mg/dl. The patient was treated intravenously with glucose. The patient's blood glucose level was 70 mg/dl after the glucose treatment, and she was not hospitalized. Prior to the hypoglycemic event, the patient had taken her normal meals. The patient controls her diabetes with meals only, and does not take any medications. The patient has had gastric bypass surgery, and must eat small meals every two hours. The patient also is anemic and has received blood transfusions. The patient's last reported hematocrit was 39%. The patient's visiting nurse treated her with glucose and food. According to the owner's booklet for this meter, when blood glucose levels are falling, fingertip samples should be used, as a forearm sample would not reflect the rapidly changing blood glucose level as soon as a fingertip sample. The customer care advocate (cca) determined during the troubleshooting telephone call the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quality control testing was performed during the call. The meter, test strips and control solution were replaced. The patient obtained a blood glucose result of 85 mg/dl on the reported meter, using a forearm sample, while hypoglemic, and required medical assistance and treatment with food and glucose. Therefore, this complaint is being reported as an adverse event.